Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of tpn, which was initiated on (B)(6) 2018 at 2100, a leak was noticed at 1000 on (B)(6) 2018 between two y-sites below the pump. The infusion set was connected to a 1.2 micron low protein filter. There was no report of patient harm.

Event description:
The customer reported that during an infusion of tpn, which was initiated on (B)(6) 2018 at 2100, a leak was noticed at 1000 on (B)(6) 2018 between two y-sites below the pump. The infusion set was connected to a 1.2 micron low protein filter. The tpn is a compounded product with an osmolarity of 1588, dextrose 65%, lipid 25%, amino acid 10%, sodium 10 meq/kg/day, potassium 2.5 meq/kg/day, chloride 9 meq/kg/day, phosphorus 0.3 mmol/kg/day, magnesium 0.3 meq/kg/day, 0.5 units/ml of heparin, standard mvi zinc 200 mcg/kg/day, levocarnitine 9 mg/kg/day, and selenium 1.5 mcg/kg/day. While waiting for another bag of tpn, alternative fluids including dextrose were ordered by the doctor to maintain fluid and electrolyte balance.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Initial visual inspection showed no anomalies. Inspection under magnification showed a tear in the tubing approximately 20 inches above the set¿s distal male luer. Markings on the tubing around the tear location are consistent with what would be observed after forceps or other clamping instrument had been used. During functional testing fluid was observed to leak from the tear. The root cause of the customer's report could not be identified.